Manufacturer narrative:
The fiapc circumferential probe was evaluated by erbe USA on 04/01/2026. The visual examination revealed that there was a bend in the blue tubing 1986mm from the distal end. Also, there was a hole in the blue tubing approximately 1mm in diameter and 6.5mm from the distal end. Based upon the damage to the probe and scope, it appears that there was thermal overload. However, no conclusive determination could be made as to the cause of the damage to the fiapc circumferential probe. No anomalies were found in the review of the device history record (DHR) for the lot of the fiapc circumferential probe. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred with the filter integrated apc (fiapc) circumferential probe during an esophagogastroduodenoscopy (edg). The accessory was used with an erbe argon plasma coagulator (model apc 2, part number 10134-000, serial number (B)(6)/electrosurgical unit (model vio 300 d), part number 10140-100, serial number (B)(6) system. The settings were pulsedapc mode, effect 2, 30 watts. Per the report, "the probe started arcing out the side of the catheter and burned a hole through the blue plastic, as well as burned and melted the tip of the scope." There was no report of an injury to the patient.